Manufacturer narrative:
The exact date of event is unknown. The initial reporter stated november 2023 so november 1st, 2023 was used as the event date. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder broke off of the device. There was no impact to the patient or the health care worker.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 22-mar-2024 h.6. Investigation summary: material #: 368835 lot/batch #: 3296785 bd received 115 samples for investigation. Ten (10) of the samples were evaluated by functional draw testing and the indicated failure mode for hub-holder separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode hub-holder separation, bd has initiated further root cause investigation relating to the issue of hub-holder separation through corrective and preventive actions. H3 other text : see h.10

Event description:
Report 2 of 2 it was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder broke off of the device. There was no impact to the patient or the health care worker.